Manufacturer narrative:
H6: investigation summary: one injector connected to a connector and the infusion set was provided to our quality team for investigation. The product was visually inspected, no damage was identified on the injector cannula, safety sleeve, injector pistons or the luer lock connections. Dimensional testing was performed on the received injector, including the luer thread, verifying all critical dimensions are within specification. It was noted that the injector membrane appeared to have been penetrated multiple times, therefore leakage testing could not be performed. Functional evaluations were conducted, connecting the injector to a syringe and protector. Liquid could move from the vial to the syringe and back without issue and no leakages were observed on the luer connection or between the membrane. After aspirating the liquid from the vial, the injector and syringe were connected to the connector with the infusion set that was received. Liquid was transferred from the syringe to the tubing set through the injector and connector, no leakage was observed between the injector and connector membranes or any luer connections. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, it appears this incident may have occurred due to multiped penetrations of the injector membrane. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. H3 other text : see h.10.

Event description:
It was reported that injector luer lock n35j leaked. The following information was provided by the initial reporter: "this is a report about leakage of infusion fluid from the connection between n35j and terumo¿s infusion set. This hospital is using the terumo¿s infusion set connected to n35. During infusion, fluid leakage occurred. The drug used is cisplatin. Bd is required to check if there was a damage or any other defect at the injector connection interface."

Event description:
It was reported that injector luer lock n35j leaked. The following information was provided by the initial reporter: "this is a report about leakage of infusion fluid from the connection between n35j and terumo¿s infusion set. This hospital is using the terumo¿s infusion set connected to n35. During infusion, fluid leakage occurred. The drug used is cisplatin. Bd is required to check if there was a damage or any other defect at the injector connection interface.".

Manufacturer narrative:
The following fields were corrected with additional information: d.10. Device available for eval.: yes; returned to manufacturer on: 2020-10-01. H.4. Device returned to manuf.: yes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that injector luer lock n35j leaked. The following information was provided by the initial reporter: "this is a report about leakage of infusion fluid from the connection between n35j and terumo¿s infusion set. This hospital is using the terumo¿s infusion set connected to n35. During infusion, fluid leakage occurred. The drug used is cisplatin. Bd is required to check if there was a damage or any other defect at the injector connection interface."